Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented via a merlin home transmission, oversensing was noted on a stored egm. The device was post-paced t-wave oversensing. The programming changes were not made at this time and will be discussed with the following physician.